Event description:
The pt was transferred from the dialysis center to ER due to excessive bleeding from 2" laceration in the graft. After repair of the graft, the cannon ii cath. Was inserted in right neck while in the or. Pt arrived in ICU with a light dressing over the catheter. The pt then started to crash and the pt was rolled over on their side and blood was noticed. The venous port of the catheter had separated from the cahteter body, resuscitation was attempted but pt expired due to excessive blood loss.